Event description:
The patient was having a bronchoscopy when portion of the cook introducer sheared off into the left broncho-cath into the trachea. All of the foreign material was removed by the physician with no residual after a thorough airway inspection. The patient tolerated the procedure well.